Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Hard base implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the m.r.I. Hard base implantable port, groshong single-lumen, 8f are identified. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bardport kit. Following components were received: one groshong catheter with a loaded catheter stylet, one introducer needle with a loaded guidewire, one 8.0fr peel-apart sheath and vessel dilator, one vein pick, one straight non-coring needle, one tunneler, one guidewire hoop, one cath-lock, one flushing connector, one sealed safety infusion set, and one right-angle needle loaded to a bardport MRI implantable port were returned for evaluation. Gross visual, functional, microscopic and dimensional evaluation were performed on the returned device. The investigation is confirmed for the identified stretched, material separation, deformation and fracture issue as bends were noted throughout the guidewire and complete breaks were noted to both round and flat core wires within the uncoiled portion of the guidewire. However, the investigation is inconclusive for the reported difficult to remove and physical resistance issues as the exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 12/2030). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the introducer needle was allegedly difficult to remove. It was further reported that, the wire allegedly stuck. Reportedly, the wire was removed along with needle. The procedure was completed using another device. There was no reported patient injury.